Manufacturer narrative:
Qc prior to the event was within the laboratory's established ranges. A field service engineer (fse) went on-site and replaced both na electrodes and verified performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding false high sodium (na) results generated by the unicel dxc 800 pro synchron clinical system. These results were not reported outside of the laboratory. When low anion gaps flagged the samples, they were repeated on a different instrument in the laboratory and those results were reported. The customer could not locate any of the individual results and could not advise how many samples were affected. The customer was only able to provide an example of an initial na result of 168mmol/l that repeated at 136mmol/l on a different instrument. Multiple attempts were made to obtained additional information but no data was provided. There was no affect to patient treatment with regard to this event.